Event description:
Normal EKG's reading as abnormal. All EKG's done on this specific machine for the past month are now being repeated. The equipment was taken out of service immediately, and replaced with an EKG machine from the cardiology dept.

Event description:
Nihon kohden received the subject medwatch report submitted by the u.f. Without any prior notice. Consequently the MFR contacted the hospital risk mgr and biomedical engineer. They both indicated that no pt died nor anyone was injured in anyway. The hospital biomedical engineer said that after they observed the inverted p-waves on several pts' ECG recording, they tested the cg machine thoroughly and found no problem and could not duplicate the effect. He said he suspected that the technician must have misplaced the leads. The hospital risk mgr said that she sent the report to the FDA based on their attorney's advise to provide trending info to the FDA. Nihon kohden concluded that this report did not meet the MDR reporting requirements and, hence, did not file an MDR. All supporting documentations are maintained in a complaint file.